Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via telephone call that the customer had a high blood glucose of 600 mg/dl. The caller declined troubleshooting. The issue was resolved with a set change.